Manufacturer narrative:
Additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had vibration and high temperature. It was determined that the temperature exceeded the maximum allowable temperature of 118°f (actual temperature reported was 135.4°f). It was further determined that the burr lock mechanism assembly was disassembled and (B)(6) the 2 springs ((B)(4)) for the lock tabs ((B)(4)) had failed and were not pushing on the lock tabs to secure the cutters. It was observed that one of the springs were out of place and deformed, which was consistent with running the device without a cutter against the recommendations of the ¿dfu¿ (user error). It was determined that the root cause of the observed vibration and high temperature failure, was from various worn components from normal wear out. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to worn out motor components from normal use and servicing over time and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had vibration while running the motor. It was further determined that the burr locking mechanism had a problem and the device was running extremely hot. It was further observed that the hose had a deep scratch. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.